Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 48 mg/dl. Customer reported that they treated themselves with carbohydrates. Customer reported that they suspend on low and resumed again. Customer reported that the auto mode was turned off and customer was unknown that how to turned auto mode on again. Customer was assisted to turn in auto mode but, customer was unable to troubleshoot the issue. In the insulin pump history customer reported calibration not accepted alarm. The insulin pump will not be returned for analysis.